Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient expired from natural causes after pd treatment but still connected to the fresenius cycler. There were no reported allegations that the patient¿s death was related to an issue with the fresenius cycler or any other fresenius products. In additional follow-up, the patient¿s pd nurse reported that on the morning of (B)(6) 2021, the patient was found unresponsive, still attached to the cycler (phase of pd treatment is unknown). Per the nurse, the family initiated cardiopulmonary resuscitation (CPR) in the patient¿s home and called emergency medical services (ems). However, it was stated when ems arrived in the patient¿s home, the patient was pronounced dead. No further details surrounding the patient¿s death are available, per the nurse. The patient had comorbid conditions of end stage renal disease (esrd), hypertension and diabetes mellitus, and diverticulitis. The nurse reported the fresenius cycler is not suspected to have caused the patient¿s death. The nurse stated the patient had been completing pd treatments prior to death without any issues or machine malfunctions. The cause of death is unknown, according to the nurse. It was reported the esrd form and treatment sheets are not available as the patient has been discharged from their system. Additionally, it was reported no autopsy was performed. The nurse stated the cycler is available to be returned to the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment top cover and on the pump door. There were no particulates, burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the inside of the rear panel and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported a peritoneal dialysis (pd) patient expired from natural causes after pd treatment but still connected to the fresenius cycler. There were no reported allegations that the patient¿s death was related to an issue with the fresenius cycler or any other fresenius products. In additional follow-up, the patient¿s pd nurse reported that on the morning of (B)(6) 2021, the patient was found unresponsive, still attached to the cycler (phase of pd treatment is unknown). Per the nurse, the family initiated cardiopulmonary resuscitation (CPR) in the patient¿s home and called emergency medical services (ems). However, it was stated when ems arrived in the patient¿s home, the patient was pronounced dead. No further details surrounding the patient¿s death are available, per the nurse. The patient had comorbid conditions of end stage renal disease (esrd), hypertension and diabetes mellitus, and diverticulitis. The nurse reported the fresenius cycler is not suspected to have caused the patient¿s death. The nurse stated the patient had been completing pd treatments prior to death without any issues or machine malfunctions. The cause of death is unknown, according to the nurse. It was reported the esrd form and treatment sheets are not available as the patient has been discharged from their system. Additionally, it was reported no autopsy was performed. The nurse stated the cycler is available to be returned to the manufacturer.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patients death. At the time of this clinical investigation, the cycler has not been received by manufacturer for product analysis. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused or contributed to the event. It was initially reported the patient died from natural causes. While the exact cause of death is unknown, the patients pd nurse reported the death is not suspected to be related to any fresenius products. The patient had a past medical history significant for esrd, hypertension and diabetes which are all conditions that increase mortality risk. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported a peritoneal dialysis (pd) patient expired from natural causes after pd treatment but still connected to the fresenius cycler. There were no reported allegations that the patients death was related to an issue with the fresenius cycler or any other fresenius products. In additional follow-up, the patients pd nurse reported that on the morning of (B)(6) 2021, the patient was found unresponsive, still attached to the cycler (phase of pd treatment is unknown). Per the nurse, the family initiated cardiopulmonary resuscitation (CPR) in the patients home and called emergency medical services (ems). However, it was stated when ems arrived in the patients home, the patient was pronounced dead. No further details surrounding the patients death are available, per the nurse. The patient had comorbid conditions of end stage renal disease (esrd), hypertension and diabetes mellitus, and diverticulitis. The nurse reported the fresenius cycler is not suspected to have caused the patients death. The nurse stated the patient had been completing pd treatments prior to death without any issues or machine malfunctions. The cause of death is unknown, according to the nurse. It was reported the esrd form and treatment sheets are not available as the patient has been discharged from their system. Additionally, it was reported no autopsy was performed. The nurse stated the cycler is available to be returned to the manufacturer.